Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The customer reported an alarm led code 1105. The customer troubleshoot with technical support and was advised to swamp the power management printed circuit board or overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm led failure code. There was no patient involvement.